Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this medical device may have caused or contributed to the patient's allegation of syncope. This patient did present to the emergency room with symptoms of dizziness and feeling uneasy periodically. The medical personnel who evaluated her at this time indicated that the patient has these symptoms with v-pacing. The patient was noted as not v-pacing much, as she was implanted for sinus brady, but it was observed that there is some atrial tachycardia that occurs during mode switches and this is when the patient experiences the symptoms described. The medical personnel was able to reproduce the issue in ddd and vvi modes, and the outcomes were the same whether with high output, low output, unipolar, bipolar, etc. All lead measurements were noted within normal limits. A chest x-ray was done that did not reveal any perforation. A nice apical position of the lead was noted. There was no muscle stimulation at any output. There was some discussion regarding the topic of pseudo-pacemaker syndrome, which is when some patients can tell the difference between conducted r-waves and paced r-waves. This device performed within normal limits on all accounts, however there was never direct confirmation that the allegation of syncope was not possibly related to device function.